Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). An unverified reimplant or replacement procedure was performed. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). An unverified reimplant or replacement procedure was performed. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72404127 serial number: null batch/lot number: (B)(4)model/catalog description: control pump fgs iz. Model number/catalog number: 72400024 serial number: null batch/lot number: (B)(4)model/catalog description: balloon fgs 61-70 cm.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 884431020, model/catalog description: control pump fgs iz. Model number/catalog number: 72400024, serial number: null, batch/lot number: 883277008, model/catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced device failure with an artificial urinary sphincter (aus). An unverified reimplant or replacement procedure was performed. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. Product investigation was completed. During analysis a leak in the cuff due to wear at the fold was found. Reported failure was confirmed. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced device failure with an artificial urinary sphincter (aus). An unverified reimplant or replacement procedure was performed. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided. Product investigation was completed. During analysis a leak in the cuff due to wear at the fold was found. Reported failure was confirmed. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: null, batch/lot number: 884431020, model/catalog description: control pump fgs iz. Model number/catalog number: 72400024, serial number: null, batch/lot number: 883277008 model/catalog description: balloon fgs 61-70 cm. Product investigation: cuff: returned product consisted of the cuff, pump and balloon. Functional and visual inspection found a leak in the cuff due to wear at the fold. The reported failure was confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 877290 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Pump: returned product consisted of a control pump fgs iz. There was no damage or leaks found during analysis of this device. The reported failure was not confirmed. A review of the ams 800 hazard analysis (d053660) was completed and, although no specific failure or issue was reported, it was confirmed that the documentation covers multiple scenarios and hazardous situations. Based on this review and the lack of information, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 800 male_us (92116951), there is no evidence that the device was used or handled improperly. The ship history was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of the component. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 884431 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Balloon: returned product consisted of a balloon fgs 61-70 cm. There was no damage or leaks found during analysis of this device. The reported failure was not confirmed. A review of the ams 800 hazard analysis ((B)(4)) was completed. Therapeutic response, altered is included as a harm, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. A labeling review was performed and according to the IFU, ams 800 male_us (92116951), there is no evidence that the device was used or handled improperly. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 883277 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.